Manufacturer narrative:
Date sent to the FDA: 07/24/2020 additional information: d8, d10, h4, h6 a manufacturing record evaluation was performed for the finished device ppmdda batch number, and no non-conformances were identified. Additional h-3 summary: it was reported pull off - suture needle. A failed suture needle for fractographic evaluation. The component was identified as product code mcp496g. A fracture was observed near the tip in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic cholecystectomy procedure on (B)(6) 2020 and suture was used. While the pa was closing the skin, the needle separated from the suture. Another like device was used to complete the procedure. There were no adverse consequences for the patient.